Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device failed to charge for a shock. Complainant did not indicate that there was any patient involvement in the reported malfunction. During subsequent biomed testing, the device displayed "defib disabled," "check pads" and "poor pad contact" messages.

Manufacturer narrative:
The device was returned to zoll medical corporation; the reported malfunctions of unable to charge and defib disabled were duplicated and attributed to a lifted pad on a transformer on the pace/defib engine board. The pace/defib engine board was replaced to resolve the problem. The reported problems of check pads and poor pad contact were verified and attributed to faulty pins on the test port receptacle. The test port pins were replaced to remedy the problem. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.